Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: the product was not returned to depuy synthes; however, a photo was provided for evaluation. Visual inspection of the returned photo found that the device is being shown pointing to the female connector. The optical fiber end appears deformed due to exposure to high temperatures from intense light settings. The observed condition was identified as an end-of-life indicator, damage consistent with repeated use and servicing. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. The overall complaint was confirmed as the observed condition of the fuslitegu_olym-acmi_3.5mmx3.0m would have contributed to the complained device issue. A manufacturing record evaluation was performed for the finished device lot number (wo210656), and no non-conformance was identified. Based on the investigation findings, the potential cause is traced to end of life. As per the instructions for use, the optical fibers emit high-energy light at the instrument end of the light cable. The output of a connected instrument or end tip left in close proximity or contact with tissue or flammable materials presents a risk of injury or fire. Qualified personnel must determine a safe working distance and intensity setting for each application. The output should never be left unattended. If using the light cable with xenon light sources greater than 300 w, serious burns can occur. The intensity of the light source should be reduced when using high energy light sources. It has been determined that no corrective and/or preventative action is required. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
It was reported that during an arthroscopy operation, the fiber on the fuslitegu_olym-acmi_3.5mmx3.0m device was broken off, and the light transmission of the fiber was poor, effective light transmission less than 50%. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.